Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Also, it was reported that an occlusion alarm occurred. Reportedly, the customer changed the supplies. During troubleshooting with tandem's technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer's blood glucose level was as high as 190 mg/dl.